Event description:
It was reported that an external fluid leak was observed from the drain bag of an oxiris set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available: however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the level of the set drain bag sealing near the stopcock. The drain bag is provided preassembled by a vantive supplier. The lot number is unknown; therefore, a batch review could not be completed. The reported condition was verified. The cause of the bag defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.